Event description:
It was reported that this implantable lead was attempted due to high pacing impedances and high pacing thresholds. A new lead was successfully placed, and the attempted lead is expected to be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received. This lead was discarded at the hospital facility, and therefore is unavailable for return analysis.

Event description:
It was reported that this implantable lead was attempted due to high pacing impedances and high pacing thresholds. A new lead was successfully placed, and the attempted lead is expected to be returned to boston scientific for analysis. No adverse patient effects were reported. Additional information was received. This lead was discarded a the hospital facility.